Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) male pt underwent aaa repair (B)(6), 2014. During the procedure, the hemostatic valve on the sheath continued to leak throughout the entire procedure. The pt towards the end of the procedure became extremely hypotensive. At the start of the procedure he was around 150/80 bp and dropped to 40/30 bp. The pt was given both fluids and blood to increase the fluid volume. The physician also occluded the aorta while the fluids were being given. Upon final angio of the aaa device everything looked well. Per discussion with the physician he stated that a liter of blood was lost due to the failure of the valve. The pt was given both fluids and blood to increase the fluid volume.